Event description:
On 10/7/97 pt presented for 1st follow-up evaluation. Intermittent ventricular noise reversion resulting in episodic atrial and ventricular pacing, no sensing/pacing seen. Co rep notified. Pt scheduled for evaluation with intermedics. Engineer on 10/16/97. On 10/16/97, pt evaluated with engineer who used a special programmer function pack with noise sensing corrected at session end. Relationship between ventricular noise reversion and this ventricular-lead is not known. Ventricular-lead function is currently normal.